Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. The photographs were visually evaluated and it was noted there was detachment at the tube. Based on the evaluation results, although the reported defect was confirmed, the exact root cause of this incident could not be determined at this time. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: arterial line broke apart at the arterial pod when removing lines at the end of the treatment. No injury reported.